Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentaiton with two unspecified mentor smooth saline breast implants and experienced bilateral skin reaction and breast pain postoperatively. The patient states that left-sided itchiness and pain are worse than the right side. The patient experiences bilateral breast pain intermittently. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2021 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).